Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. Please refer to MFR report 2124215-2025-24083 for the associated device. It was reported that the patient had a solyx sis system and upsylon y-mesh system implanted during a procedure and has since experienced complications, including mesh erosion, vaginal discharge, frequent urinary tract infections, mixed incontinence, vaginal atrophy, recurrent rectocele, vaginal prolapse, perineocele, pelvic pain, worsening urinary problems, depression, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion e1401 - captures the reportable event of vaginal discharge e1310 - captures the reportable event of frequent urinary tract infection e2015 - captures the reportable event of vaginal atrophy e2330 - captures the reportable event of pelvic pain e1311 - captures the reportable event of further or worsening urinary problems e020202 - captures the reportable event of depression e0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.